Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customers blood glucose was 48 mg/dl and her sensor readings were not within an acceptable range. Her sensor gave a reading of 70 mg/dl. At the time of reporting, the customer's blood glucose was 487 mg/dl. The customer treated with a bolus. Her sensor reading was 70 mg/dl. Insertion and calibration techniques were discussed. It was also stated that the customer's last two sensor cannulas were bent. Nothing further was reported.